Event description:
It was reported that, a 980 ventilator generated an exhalation flow sensor (evq) error message. The ventilator was not in use on a patient at the time of the reported event. The customer reported to have re-installed the evq and performed short self-testing on the device and all tests passed. The customer reported that the ventilator was returned to service.